Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of non-sustained oversensing noted most likely due to myopotential oversensing. There was also an episode of non-sustained ventricular tachycardia noted. The device was reprogrammed to resolve the events and the patient was stable with no consequences.